Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 413.365s, lot: 9761967, manufacturing site: grenchen, supplier: n/a, release to warehouse date: 23 december 2015, expiration date: 01 december 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had a surgery for osteosynthesis of the distal femoral fracture with the lcp-df plate on (B)(6) 2016. On (B)(6) 2021, the patient underwent the removal surgery of the lcp-df plate for the tka surgery. During the removal surgery, the surgeon could not remove the four distal locking screws and the extraction screw got broken in the screwhead. The surgeon succeeded in removing all implants, but the metal powder generated during excavation adhered to the soft parts but could not remove them completely. The surgery was delayed by 90 minutes and completed successfully. No further information is available. This complaint involves ten (10) devices. This report is for (1) 5.0mm ti locking head screw self-tapping 65mm. This is report 7 of 10 for complaint (B)(4).